Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification in relation to the customer reported failed to detect a downstream occlusion, which was not reproduced. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue during testing . The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed preventative maintenance testing due to not detecting a downstream occlusion. There was no patient involvement. No additional information is available.